Manufacturer narrative:
A steris service technician inspected the washer and found the top of the condenser box was melted where the steam hose was sitting on it. The steam hose sitting on top of the condenser box caused the reported burning plastic smell reported by facility personnel. The steris technician replaced the steam hose, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported. The washer was manufactured in 2002 and is serviced and maintained by the user facility.

Event description:
The user facility reported that a burning plastic smell to be emitting from their reliance 444 washer. No report of injury.